Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 (air in set) alarm on the homechoice (hc) unit during initial drain. The home patient (hp) stated she was connected at the time of alarm. The hp confirmed she uses a patient line extension and further stated the patient line extension was not connected until after priming was complete. The technical service representative (tsr) reviewed proper set up procedures per the user manual. The tsr then assisted the hp to cycle power to clear the alarm. The tsr advised the hp to disconnect using aseptic technique and remove the cassette. The hp confirmed to start over with new supplies and was told to notify the peritoneal dialysis nurse (pdrn). No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).